Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the craniotome device broke apart into two pieces during sterilization after an unknown surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had broken into two pieces, had broken spiral pins and a drilled leg and foot. During repair, it was determined that the device had damaged neuro tip, came apart and a damaged crane boom (abrasion). Therefore, the reported condition was confirmed. It was further determined that the issue with the drilled tip and leg was failure to follow the directions for use. When the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the tip of the attachment. When the drill was started, the burr drilled into or through the tip. The issue with broken spiral pins was due to normal wear over time in which loctite broke down which caused the device to be able to twist apart. The assignable root cause were determined to be due to use error and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.